Event description:
Procedure type: lap appendectomy and laparoscopic ovarian cystectomy. According to the reporter: the patient was in the operating room having laparoscopic appendectomy and laparoscopic ovarian cystectomy surgery. During the surgery the 12 mm endo gia auto suture universal stapler malfunctioned and cut the tissue without firing staples causing the tissue to remain open but not sealed. The surgeon therefore had to use endostitch to repair the tissue.

Manufacturer narrative:
(B)(4).